Event description:
The suspect meter exhibited variation in test results when compared with another point of care meter. The following results were reported: inratio 3:7 coaguchek: 2.1. Upon further discussion, it was discovered that the patient's inr result yesterday was 5.0. Based on that reading, her coumadin dose was adjusted and her vitamin k intake increased. Technical support has contacted the customer and suggested a lab draw be performed for further comparison. Further follow up required to obtain lab draw results.

Event description:
The suspect meter exhibited variation in test results when comapred with another point of care meter. The following results were reported: in ratio 3.7. Coaguchek 2.1. Upon further disscussion, it was discovered that the pt's inr result yerterday was 5.0. Based on that reading, her coumadin dose was adjusted and her vitamin k intake increased. Technical support has contacted the customer and suggested a lab draw be performed for further comparison. Further follow up required to obtain lab draw results.